Event description:
It was reported that a patient presented in clinic. The implantable cardioverter defibrillator exhibited oversensing resulting in auto mode switch episodes. Programming changes were discussed and are planned to be done later. No patient symptoms were reported and would continue to be monitored.

Event description:
New information on 3/21/18 stated that on (B)(6) 2017, the device was reprogrammed successfully.